Manufacturer narrative:
Device evaluated by manufacturer: the visual and microscopic inspection of the returned device revealed the nickel tie layer was found delaminated from the tip. A kink was found at the distal area, 8 mm from the distal tip. During functional testing of the returned cto device, no tip rotation was observed. The motor housing was then disassembled, and it was observed that the drive shaft was broken at the distal end where the kink was located. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Improper masking and mask trimming techniques strongly contributed to the wicking and leaching. Therefore, the root cause of this issue is manufacturing. However, it is not known if the drive shaft fracture occurred first or if the tip delamination occurred first. It's possible that the device may have been used longer because it had less penetration, therefore increased chance of drive shaft fatigue. Based on this rationale, the root cause classification of undeterminable has been assigned to this complaint. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a chronic total occlusion (cto) treatment procedure, the device tip stopped rotating and a drive shaft fracture occurred. The lesion being treated was located in 3cm long occluded superficial femoral artery. The physician engaged the truepath in the calcified short segment lesion through an angled non-bsc catheter. After the product was advanced through the proximal cap, the truepath was exchanged for a v18 control wire. The wire was advanced to the distal calcified cap and the physician went back with the truepath. The device was turned on and the green light showed it was acutely spinning. However, nothing would happen when the physician advanced the system. The truepath device was removed outside the patient and it was noticed that the device was not spinning even though it was in an active mode. Another truepath device was used to complete the procedure. However, returned device analysis revealed that the tip was delaminated.